Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that he can not hear anything from the x2. Error message: speaker malfunction was present. No pt harm was reported.